Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that while in navigation, the elevate inserter would not verify. The site had used all the other tool needed for the screw placement. After the screws were all in, they tried to verify the elevate inserter and could not. They were using the correct prong and the distance to divot value was: going back to instruments did not resolve the issue. However, they then removed and re-added the tool card, it worked right away. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.